Event description:
A doctor alleged that one (1) patient had to have their crown cut off after placement with the maxcem elite clear, because it had set up too quickly.

Manufacturer narrative:
Although the doctor's office identified two (2) different lots association with this incident, she could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident includes lot number 4702597 and 4772055. Patient specifics with regard to age and weight were not provided by the doctor. A temporary crown was re-cemented for the patient. A new crown will be fabricated and be cemented for the patient. Multiple attempts were made to contact the doctor's office in order to obtain further information; however, the doctor's office has remained unresponsive. The lot 4702597 and 4772055 has been identified as affected lots which is part of an ongoing maxcem elite recall. A DHR review revealed that there there were no deviations from the manufacturing process. In addition, there were no similar complaints in regards to these lots.